Event description:
During routine examination it was found that the foot pump would not drive air to the left or right output ports. There was no pt involvement. Field service examined the console at the hosp and found misalignmemt of the isolation valve because of loose screws. This was corrected and the console operated properly.